Event description:
Hcp reports taking the pt to the operating room for re-implantation of an ins system that had been removed by another surgeon in 2006. The date of the attempted re-implant procedure was not reported. Upon re-opening the previous cranial incision, pus was noted at the electrode site and cultures were taken. The hcp reports the causative organism is unk. Perioperative antibiotics were administered and the pt did not have meningitis. Physician indicated IV antibiotics were administered and the infection has reportedly resolved. Risk factors listed for the pt included diabetes and the pt had required multiple revisions of the extension device, due to discomfort in the neck at the extension site. No report received by the MFR at this time of system re-implantation. The ins system removed in 2006 has not been returned to the MFR for evaluation.